Event description:
It was reported that the pacemaker exhibited noise, oversensing and pacing inhibition on the non-boston scientific right ventricular (rv) lead and occasionally on the non-boston scientific right atrial (ra) lead. The patient experienced occasional dizziness. The field representative helped make programming changes. Myopotential noise was also observed, but was not oversensed after the programming changes. The pacemaker system remains in service. No adverse patient effects were reported.